Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-29, the patient presented with calcified l eaflets and small-scale fusion of the left and right coronary leaflets. The physician decided against a pre-dilatation. Fluoroscopy valve check revealed crown overlap up to node 3.5. During the initial release, the prosthesis was underexpanded laterally and appeared high in the left coronary cusp in the left anterior oblique view. After final release, the prosthesis dislodged. A non-medtronic guidewire (safari) was used, and the prosthesis was subsequently snared into the ascending aorta. A non-medtronic valve (sapien s3) was then implanted.

Manufacturer narrative:
Updated data: h2, h3. H6. Image review: there were two live images of the event reported. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 77.9 millimeter (mm) with a perimeter derived diameter of 24.8mm suggesting a 29mm evolut. The aortic valve appeared to be significantly calcified with a possible raphe between the right and left coronary cusps suggesting a possible bicuspid aortic valve. Evidence is consistent with what was reported; patient presented with calcified leaflets and small-scale fusion of the left and right coronary leaflets. There was no fluoroscopic valve load inspection provided therefore a good load cannot be validated. It was reported that due to calcified anatomy the physician decided against a pre dilatation and during initial deployment the bioprosthesis was under expanded. Per medtronic best practice, pre-dilation is specifically recommended prior to implantation in the following situations: moderate/serve calcification, bicuspid anatomy an size 34mm valves. With the images provided it cannot confirm or deny valve depth. However, there is evidence of the valve migration from the point of no recapture to valve release. It also appears that the paddle is still attached to the paddle attachment housing. There were no other images of the valve fully release. As listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.